Event description:
Boston scientific received information that this patient went into cardiac arrest due to sepsis. The caller stated the clinical observations were not related to a device issue. The caller was inquiring about basic operation regarding automatic gain control (agc) in the atrium as the patient has historically small p-wave measurements.

Manufacturer narrative:
A boston scientific technical services consultant discussed and documented the reported clinical observations. Efforts to obtain additional event details were unsuccessful. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.